Event description:
It was reported that, following a non-sustained ventricular tachycardia (nsvt), this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Following the shock, the patient rhythm accelerated to a ventricular fibrillation (vf). An additional shock was delivered with successful conversion of the arrhythmia. The device was reprogrammed from 200 bpm conditional and 220 therapy delivery to 230 and 250 respectably. An automatic setup was attempted, however was unsuccessful in all positions. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, following a non-sustained ventricular tachycardia (nsvt), this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Following the shock, the patient rhythm accelerated to a ventricular fibrillation (vf). An additional shock was delivered with successful conversion of the arrhythmia. The device was reprogrammed from 200 bpm conditional and 220 therapy delivery to 230 and 250 respectably. An automatic setup was attempted, however was unsuccessful in all positions. This device remains in service. No additional adverse patient effects were reported.